Event description:
The customer reported that there were no images on the 7900 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service representative performed an onsite investigation. The x-ray tube was replaced. The system was tested and operates as intended.